Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Upon receipt, inspection revealed that the clutch was slipping. Our technician replaced the clutch assembly, the lead screw and the motor mount which were worn. The teflon washers were also replaced. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.